Event description:
A customer contacted baxter (B)(4) regarding a connection issue with a locking titanium adaptor. The customer reported that during the change out of a transfer set, the new set could not be connected to the titanium adaptor as the connection was very loose. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed.